Manufacturer narrative:
The device was analyzed onsite by the hospital biomed and the log files were sent to the manufacturer for detailed evaluation. During the device analysis on site the pcb cpu has been replaced and was subsequently discarded. Investigation of the log file indicated a device reboot. On (B)(6) 2018 at 11:59am the ventilator performed a single warmstart during an ongoing ventilation. After the warmstart the ventilation continued until the user activated the standby mode at 12:08pm and subsequently switched the device off. During a warmstart the screen turns black and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameter which can be confirmed by data logging. After the reboot the device displayed a visual and audible alarm. It can be concluded that a temporary deviation of the pcb cpu was the root cause of the malfunction. After replacement of this component no further deviations have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported the unit rebooted during a case. There was no injury to the patient.